Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. The pump was found to be displaying "1871" error code alarm message on power up during the investigation. According to the investigation, the pump motor was found to be locked out and not operate able. Service's will replace the pump motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump exhibited "error 1871". No reported adverse effects.